Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. A partial lead measuring 43.5cm was returned for analysis. External insulation abrasion was noted at 5.0-5.3cm from the distal end of the svc coil, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 13.5-13.6cm from the proximal end of the svc coil, consistent with lead friction to the ICD can. Internal insulation abrasions were noted at 4.6-5.0cm and 5.4-7.9cm from the distal end of the svc coil. The etfe coating was intact at these locations. (B)(4). (B)(6).